Event description:
Caller reported a malfunction related to a cgm error. There was no adverse impact to the customer's blood glucose level. Technical support guided the caller through a pump reset, and the error did not reappear, allowing the caller to successfully start their sensor session.